Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a high out of range shock impedance measurement of greater than 400 ohms. The physician cleaned the header of the s-ICD as well as the electrode before reconnecting them together again which then yielded in range measurements. The implant procedure was completed successfully, however the next day multiple high out of range measurements were again observed. Fluoroscopy showed no evidence of product damage, however a connection issue was suspected. Surgical intervention was performed and the electrode was confirmed to have been properly inserted into the header of the s-ICD. A pacing system analyzer was used on the electrode which exhibited a high out of range measurement of 437 ohms. The physician decided to explant and replace the s-ICD. With a new s-ICD implanted, no further issues were noted and all measurements were observed to be within range. No adverse patient effects were reported.